Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number:(B)(6). Batch/lot number: 7107539 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7107587 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).